Manufacturer narrative:
H11: livanova deutschland manufactures the arterial clamp- ac arm long (620 mm). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the arterial clamp on essenz machine displayed a red alarm message that says the clamp is defective. Troubleshooting determined the issue is relevant to clamp. There is no report of any patient injury.